Event description:
It was reported that 21 bd micro-fine¿+ pen needles was broken. The following information was provided by the initial reporter: the needle npe was found to be bent or broken in several products during use. The user is asking for investigation.

Manufacturer narrative:
H6: investigation summary: twenty two open 32g x 4mm pen needle samples and five photos were returned from lot. No.1258919, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on twenty one samples and a broken non patient end of cannula was observed on the remaining sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 bd micro-fine¿+ pen needles was broken. The following information was provided by the initial reporter: the needle npe was found to be bent or broken in several products during use. The user is asking for investigation.